Manufacturer narrative:
UDI not available as product was manufactured on or before 23 sep 2014. Further information was requested but not received.

Event description:
It was reported that the patient presented remotely via merlin.net. Upon review, the right ventricle lead exhibited low pacing impedance, noise episodes and failure to capture. Programming changes were made to solve the issue. There were no patient consequences.